Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient was having a left unipolar hip. The unipolar trial handle would not hold on to the trials. The trial heads would fall off. All pieces are present with the handle. Surgical delay of 30 seconds.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> examination of the returned instrument could not confirm the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.